Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on december 12, 2024. It is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted, replaced, and discarded.